Event description:
It was reported that during patient use, the registered nurse (rn) wiped the graphic user interface (gui) with a disinfectant wipe causing the gui touchscreen to become nonresponsive to touching. The ventilator continued to ventilate the patient. The patient was then hand bagged, while the ventilator was powered off and restarted, where it then worked normally. This same ventilator remained on the patient with no harm to patient noted.

Manufacturer narrative:
Nihon kohden orangemed inc. Will submit a supplemental report if additional information becomes available.

Manufacturer narrative:
See attached failure investigation summary report.